Manufacturer narrative:
On 28 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: early infection in cementless tha, 3 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 08 may 2017. (B)(4).

Event description:
The patient came in due to signs of infection. The surgeon revised all medacta hardware. The surgery was completed successfully. Infection is confirmed as (B)(6). X-rays are available, explants are not available.